Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The probe unit¿s pink rubber was found cut, which can cause ultrasound image issues. In addition, repairs to the angulation and stopper adjustment, control knobs/elevator lever, and bending section/distal tip were also identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported an intermittent image distortion when using the ultrasonic gastrovideoscope. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The peeling was possibly due to chronological degradation. In addition, it is speculated that external forces such as strong rubbing of the area during normal use including reprocessing. The instructions for use (IFU) provides the following guidelines: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, forming objects or other irregularities.